Event description:
It was reported that during procedure, the enterprise2 4mmx23mm (encr402312/ 9664728) stent was impeded in distal end of microcatheter and could not pass through the microcatheter. The doctor only retracted the stent alone and switched a new one to complete the surgery. The microcatheter was not replaced. There was no patient injury report. Additional event information states that the event did not result in any undue procedural delay that could be considered clinically significant. The internal carotid artery was reported as relatively tortuous with mild calcification. The device did not appear to be damaged at any time. Continuous flush was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. Nothing was noted to be obstructing the microcatheter. Based on the product analysis of the device received, there is a separation observed on the delivery wire.

Manufacturer narrative:
Manufacturer ref#: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. There is a separation observed on the delivery wire, findings meet regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx23mm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was already detached from the unit. The distal end of the delivery wire was found broken. The introducer was in good condition (i.e., no kinks, bents, or elongations). The stent was inspected under a microscope, and no damages were found (i.e., no kinks, no bents, or broken struts). Both distal ends can be noted completely flared. The broken condition of the delivery wire suggest that the delivery wire was pushed or retracted against resistance sufficiently to cause the delivery wire to break and disengage the stent. Therefore, the customer complaint can be confirmed. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot: 9664728. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.